Event description:
Edwards received notification that this 60-year-old patient with a 7300tfx29mm implanted in the mitral position was explanted after an implant duration of two (2) years and one (1) month due to host tissue overgrowth leading to severe stenosis combined with regurgitation. Echo performed one (1) month and two (2) weeks before surgery was showing thickening of the valve with limited opening and closing. Reportedly, the patient developed stenosis six (6) months after the implantation of the valve. A non-edwards valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition. Customer report of thickening of the valve and host tissue overgrowth was confirmed through image evaluation. Customer report of regurgitation could not be confirmed through image evaluation. It was observed heavy host tissue overgrowth in the inflow aspect and moderate in the outflow aspect of the valve. Observed host tissue overgrowth likely contributed to reported stenosis.

Manufacturer narrative:
Added information to section d6b (explanted date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - impact code), h6 (device code(s). Thickening of material was changed to patient device interaction problem), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Customer report of thickening of the valve and host tissue overgrowth was confirmed through image evaluation. Customer report of regurgitation could not be confirmed through image evaluation. Two (2) color pictures of an explanted valve were provided. As per pictures provided, it was observed heavy host tissue overgrowth in the inflow aspect and moderate in the outflow aspect of the valve. The inflow picture showed circumferential pannus tissue overgrowth encroached onto the tissue and into the orifice in all three leaflets leading to the observed thickening of valve. Observed host tissue overgrowth likely contributed to reported stenosis. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 60-year-old patient with a 7300tfx29mm implanted in the mitral position was placed under consideration of a re-do intervention after an implant duration of two (2) years due to severe stenosis combined with regurgitation. Echo was showing thickening of the valve with limited opening and closing. Reportedly, the patient developed stenosis six months after the implantation of the valve. The patient was noted as to be discharged home until re-operation.